Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the implantable neurostimulator tilt was making charging difficult. The patient gained 50 pounds and then proceeded to lose some, altering the battery location. As troubleshooting performed, they had tried altering the charging antenna, but the patient was still having a very difficult time getting more than 1 or 2 coupling bars. The issue was not resolved at the time of the report, and they were waiting to see what the health care provider would like to do. It was unknown if any surgical intervention had occurred.

Event description:
Additional information received from the manufacturing representative indicated that they have not done any additional troubleshooting at this time in regards to the patient¿s issues. They noted that a possible pocket revision has been discussed. The cause of the pocket tenderness is unknown at this time; the patient¿s issues have not been resolved as far as the manufacturing representative knows.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative that reported that there was difficulty recharging and tenderness at the implantable neurostimulator site. The patient had gained weight from the original implant and she has tried losing weight as a form of troubleshooting. The issue was not resolved at the time of the report, and the patient was going to meet with the manufacturer representative in (B)(4) of 2017. The manufacturer representative noted possible battery movement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported via a manufacturer representative that they had poor charging. The patient had gained fifty pounds and the connection with the charger was weak. The device was hard to charge and very slow. They tried the charger and different position as diagnostic/troubleshooting. They rotated the charger dial and relocated the antenna but it did not make much of a difference. No interventions or actions were planned at the time of report and the issues was not resolved. It was reported on 2016-12-08 by the consumer that the patient fell on tuesday ((B)(6) 2016) and it was hard for them to move around. The patient fell on the left side and the implant was on the right side. The patient stated that they had been talking to the manufacturer representative and health care professional (hcp) about repositioning the implantable neurostimulator (ins) because the patient had gained weight and the ins was not lying flat any longer. The ins would not charge correctly. The issue of not charging correctly and the ins not lying flat started in (B)(6) 2016. The patient fell on (B)(6) 2016. Additional information from the manufacturer representative on 2016-12-15 reported that the manufacturer representative did not recollect a conversation with the patient in (B)(6). To the manufacturer representative¿s knowledge the issue with charging was persisting. The manufacturer representative was going to follow-up with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.